Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted from the right femoral artery. There was resistance slightly, but the 22fr sheath was advanced to the intended position. After the gore® tag® conformable thoracic stent graft with active control system was implanted, an angiography to the access route was performed and it seemed a dissection in the origin of the right external iliac artery. The blood flow had no issue. A stent was implanted in the right external iliac artery, just in case. The patient tolerated the procedure. Reportedly, the diameter of the access route was smaller than the outer diameter of the 22fr sheath. The diameter of the right external iliac artery near the dissection site was about 6.5 mm.